Event description:
It was reported that during a da vinci s nephrectomy procedure, the patient sustained a superficial burn to the bowel due to arcing from the monopolar curved scissors (mcs) instrument with mcs tip cover installed. Repair of the affected area was not required as there was no significant damage. The planned surgical procedure was completed with a replacement instrument and tip cover of the same type and there were no post operative complications experienced by the patient.

Manufacturer narrative:
The monopolar curved scissors instrument and tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.